Event description:
It was reported that a patient experienced an increased intra-peritoneal volume (iipv) event during fill cycle one in peritoneal dialysis therapy. The patient had an initial drain volume of 110ml before the machine moved on to fill cycle one; however, the patient had not completely drained yet. The patient then drained 4601ml and has a largest prescribed fill volume of 2000ml. Therapy settings had not yet been programmed for the device and the initial drain setting was 0ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date: february 2013. The device was not received for evaluation; however, a serial number was provided. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.